Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inadequate tissue ingrowth, pain and inflammation are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention may have been required, although device-relatedness has not been established.

Event description:
Health professional reported with seri surgical scaffold, "with several patient's they experienced excessive pain and red breast type syndrome." They have also "had a few non-integrations." The doctor stated "at first, we assumed it was our technique, and some of it was, but the silk is just so inflammatory." It is unclear at this time if the symptoms are ongoing.